Manufacturer narrative:
The pump was received with all operating currents within specification and passed the functional testing including the rewind, basic occlusion, occlusion, prime, excessive no delivery, self test, unexpected restart and displacement tests. The pump passed the delivery accuracy test. No excessive no delivery alarms were noted. The pump was received with intermittent esc, act, express, up arrow and down arrow buttons due to flattened dome switches. No unlocked lcd keypad connector noted. The pump was received with a cracked case at the battery tube threads and minor scratches on the display window and case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level and buttons not responding. The customer¿s blood glucose level was 500 mmg/dl. Customer was advised to observe time clock for one minute to verify if time advances and they stated that the time was advances. Customer also reported no delivery alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.